Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary for (B)(4): helix disengaged from helical channel. Full lead returned and analyzed. Additional findings of distal conductor blood/body fluid (not obstructed), inner tubing kinked/buckled, blood in/on helix mechanism (sleeve head) and in on helix mechanism.

Event description:
It was reported that during implant the lead was placed at the right ventricular apex with small r waves. The lead was then repositioned several times and the lead could not be used as the stylet was stuck in the lumen of the lead. The lead was attempted, but not used. A new lead was then implanted. No patient complications have been reported as a result of this event.